Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a abnormal increase in impedance measurements, no adverse patient effects were reported. Dc